Event description:
The customer complained of discrepant inr results tested on coaguchek xs meter with unknown serial number. On (B)(6) 2018, the customer's meter resulted in 4.3 inr. A few hours later, the result from the laboratory was 3.1 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The customer is currently healthy. The customer's therapeutic range was 2.0-3.0 inr. The customer had no hematocrit issues, no heparin, no direct thrombin inhibitor, no antiphospholipid antibodies, no bleeding, and no bruising. The customer has had no new medications or changes in diet. The customer had discarded all strips and returned the meter to distributor, so no products are available for return. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.